Event description:
It was reported that the plunger rod broke while using the bd solomed¿ syringe with needle. This event occurred 2 times. The following information was provided by the initial reporter, translated from portuguese to english: the 5 ml syringe for measuring application breaks during the application, on its plunger.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the plunger rod broke while using the bd solomed¿ syringe with needle. This event occurred 2 times. The following information was provided by the initial reporter, translated from portuguese to english: the 5 ml syringe for measuring application breaks during the application, on its plunger.